Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that a brevera breast biopsy procedure was being performed on a 66-year-old female patient on (B)(6), 2026. The user reports "the consultant heard a loud sound, but the machine kept on functioning and the procedure was completed." It was further reported that when the specimen was checked, it was found to have a piece of broken needle in it. The user reports that no foreign material remained in the patient.